Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and scar tissues on (B)(6) 2019 with blood glucose level was 781 mg/dl. Customer was under intensive care unit. Customer stated that the serter was damaged. Troubleshooting was declined. The insulin pump will not be returned for analysis.